Manufacturer narrative:
(B)(4).

Event description:
It was reported that after puncture, due to moderate tortuosity in the patient's artery the intra-aortic balloon (iab) guide wire did not provide the necessary support for the reamer to be introduced, damaging its tip. As there was no non-wired introducer, the procedure was suspended." There was a report of patient death. Dr. Andre grossi confirmed that the device did not cause or contribute to patient death.

Event description:
It was reported that after puncture, due to moderate tortuosity in the patient's artery the intra-aortic balloon (iab) guide wire did not provide the necessary support for the reamer to be introduced, damaging its tip. As there was no non-wired introducer, the procedure was suspended." There was a report of patient death. Dr. (B)(6), confirmed that the device did not cause or contribute to patient death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of dilator tip damaged is confirmed. The pre-dilator tip was found damaged upon return. The damage noted to the tip is a result of patient anatomy as "moderate tortuosity in the patient's artery" is stated in the event details. The root cause of the complaint is patient anatomy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.